Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract. Pod was worn between 1 and 4 hours.

Manufacturer narrative:
The device was returned with the needle mechanism fully deployed and the needle fully retracted. The data obtained from the device generated no alarms, time outs or drive stalls. Inspection of the needle mechanism assembly found no damages or defects that would result in the needle mechanism not retracting. The needle mechanism was reset and deployed as intended when the device was reset and the ratchet gear was manually manipulated. Although no damages or defects were observed that would result in a needle mechanism failure, it could not be conclusively determined when the needle retracted.